Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system and the instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions and the jaws opened and closed properly on multiple attempts. The instrument delivered energy without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the jaws of a vessel sealer extend instrument would not open when engaged. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no damage and no functional issue related to the customer reported event. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics.